Event description:
A malfunction alarm labeled as malf 16 was reported by the customer, and the malfunction code could not be reset. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support arranged for a replacement pump to be sent and provided the customer with instructions for placing the current pump into storage mode before returning it. The customer was also advised on the steps to take upon receiving the new pump and will use mdi as backup therapy during the interim.